Event description:
It was reported that the patient developed an infection and deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).